Event description:
It was reported that the patient¿s right ventricular lead exhibited noise. The lead was explanted and replaced. The patient was in stable condition.

Manufacturer narrative:
Further information was requested but not received.